Event description:
It was reported the loop of the varipulse catheter became stuck in a contracted position. It was initially reported the loop was tested for functionality before the catheter was inserted into the vizigo (outside patients body). When the loop was reduced in size, the pull cable broke and the loop could no longer be adjusted - new catheter from different lot solved the issue. There was no patient consequence. The customer¿s initial reported contraction issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 27-aug-2025, additional information was received indicating, the loop of the catheter was stuck/jammed in a full contracted position. The catheter loop was minimized to the maximum extent until the tension cable (allegedly) tore. Afterwards, the catheter loop could no longer be opened. Tested on patient table, before the physician wanted to insert the catheter; it was not used on patient. Based on this information, the event was reassessed as an MDR reportable event.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection found no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly; however, the contraction mechanism failed specifications since the device was not contracting. No stuck condition was observed. The device was dissected and it was found that the puller wire of the contraction was found broken inside the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The contraction stuck issue reported by the customer was confirmed as the puller wire broken observed could be related to the failure reported. The potential cause for the broken contraction is related to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through johnson & johnson medtech's quality system. Internal actions were opened to investigate and improve the process for reducing this failure mode. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).